Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had air bubbles issue. The customer reported that they already replaced the infusion set and the reservoir but the air bubbles would still recur. The customer found no delivery alarms on the alarm history. The customer's blood glucose was 231 mg/dl at the time of incident. The customer stated that there was no site issue and the insulin pump programming was okay. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.